Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: no. 57, (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely blurry image is caused due to worn out charged coupled device objective lens which results in the image being unclear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a blurry image during reprocessing. There were no reports of patient involvement.